Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis and the reported failure (c-33) was confirmed and replicated. During power-on test, the c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit will be returned to original equipment manufacturer for additional failure analysis and for potential repair. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site¿s complaint history did not reveal any related or duplicate complaints involved with this product and/or this event. A review of the site¿s system logs was performed by post market quality engineering for the reported procedure date of 24-jun-2025 on system sk5943. Investigation revealed the following possible related errors: c-33 which indicates that the high frequency voltage was too high in on state. Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the product involved is not manufactured by intuitive surgical, inc. (Isi).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the customer experienced a repeated error c-33, which indicated a problem with the monopolar not firing. Despite replacing all accessories, the issue persisted. The surgeon decided not to use an alternative available generator and subsequently aborted the surgery following anesthesia. The error c-33 was noted repeatedly in the system logs. The troubleshooting involved testing the neutral electrode detection, which functioned properly. The procedure was aborted - post anesthesia with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the ports were not placed when the issue occurred.